Event description:
The clinician reports that the day the implant was placed in ada 11, failure occurred upon insertion. Primary stability not achieved and immediate extraction site. Patient presented with bone type iii, fair oral hygiene and inadequatebone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.